Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 03-nov-2014, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's healthcare provider (hcp) completed an eligibility form and on the form, the hcp indicated there are no open/short circuits. However, the hcp also provided her with an impedance check print out from dec. 2020. They were wondering how soon before the MRI should the integrity test be completed. They stated that on the impedance check print out, there are 3 exclamation points for the electrodes for the patient's left stimulator. It was reviewed this meant "investigate". Then they stated that the reason for the MRI is because the patient and his wife feel that the one of the stimulators is not working (in terms of therapeutic benefit). The patient's wife is concerned the leads have shifted. They were unable to confirm which system they were worried about. Refer to manufacturer report #3004209178-2021-12240 for related device.